Event description:
It was reported that the insulin pump had a blank display even after a battery change. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. All operating currents are within specification. Pump passed self test. No unexpected display anomaly noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.